Manufacturer narrative:
No product was returned for evaluation. At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when the investigation is completed. The user experienced rebound hyperglycemia (592 mg/dl) after treatment of the low blood glucose and temporary pump suspension. This was determined to be a treatment-related effect and not a device malfunction. No emergency intervention, hospitalization, or diabetic ketoacidosis occurred in relation to the hyperglycemia. Attempts were made to obtain additional information, but no further details were provided by the user.

Event description:
On (B)(6) 2025 the user reported that they experienced hypoglycemia with a blood glucose of 39 mg/dl. Emergency medical service (ems) was called and the user consumed oral carbohydrates. Upon ems arrival they treated the user with glucose gel and recovered at home without hospitalization. No long-term health effects were reported.